Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "1. Pump restarting automatically while connected and in use in patients 2. Cross symbol on battery and helium icons". At the time of this report, the customer as not responded to our request for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported "1. Pump restarting automatically while connected and in use in patients2. Cross symbol on battery and helium icons". At the time of this report, the customer as not responded to our request for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint of "pump restarting automatically and cross symbol on battery and helium icons" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.